Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the micro catheter got kinked. The target lesion was located in the liver. A 155mm direxion catheter-infusion was selected for use. During the procedure, it was noted that the micro catheter got kinked upon super selection. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the device was fractured 25.5cm from the hub.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device shaft was microscopically analyzed for any damage. The devices shaft showed 2 fractures located at the hub and 25.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The fractured shaft was confirmed.